Manufacturer narrative:
Date sent: 08/14/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the site used two devices that would not cut. The tissue was caught in the staple housing and was removed with some difficulty. They used a third device to complete the case with no patient consequence.